Event description:
Sales rep reported that a customer is having problems with IV sets breaking at the luer. The nurse reported to him that the male tips are breaking off at the luer end of the secondary tubing when they remove the tubing. The customer reported they are swabbing the smartsites on the primary tubing with chlorhexidine and letting it dry for 15 seconds before they attach the secondary tubing. No pt harm or medical intervention reported. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow-up report will be submitted with failure investigation results should the set be returned for eval.